Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5163464.

Event description:
Voluntary medwatch received states a patient's atrial lead presented with low pacing impedance and under-sensing. Noise due to electromagnetic interference (emi) and myopotential oversensing were also noted. Additionally, the patient experienced tachycardia. The atrial lead was capped and replaced in a procedure on an unknown date. Post-procedure no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5, h6 for inappropriate capture.

Event description:
It was reported a patient's atrial lead presented with low pacing impedance and under-sensing. Noise due to electromagnetic interference (emi) and myopotential oversensing and inappropriate capture were also noted. Additionally, the patient experienced tachycardia. The atrial lead was capped and replaced in a procedure on an unknown date. Post-procedure no additional adverse patient effects were reported.